Event description:
It was reported that the device was displaying a service indicator. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was found that the device did not operate on battery power. The root cause of the reported malfunction was determined to be two of the three internal hlc batteries (bt1 and bt2) that were depleted and internally shorted. The customer received a replacement device.